Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a tortuous femoral iliac artery and abdominal aorta with an aortic root angle of 65 degrees, using a 20fr non-medtronic external introducer sheath, the valve was recaptured twice due to positioning difficulties. During the third deployment attempt, the capsule of the delivery catheter system (dcs) fractured, but remained as one piece. The valve was recaptured and safely withdrawn from the body. It was reported that a misload did not occur and no unusual resistance was noted during valve load, but a high amount of tension had built up in the dcs while in the patient due to the high degree of tortuosity and angulation within the anatomy. Subsequently, a 29mm non-medtronic valve was implanted. No adverse patient effects were reported.